Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging when the patient was on a cruise in (B)(6), the patient received 6 -"0" unit boluses in a row according to the pump history. The pump history reportedly indicated on (B)(6) 2016, "0" boluses and was marked "m" delivered from the meter. The patient reportedly was unable to complete troubleshooting and was instructed to contact animas customer technical support back to complete the review of the pump. The patient reportedly discontinued the use of the pump and meter remote and received a new pump and meter. There was no reported adverse event associated with this complaint. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.